Event description:
Allegations of atypical connective tissue disease, capsular contracture, severe breast pain, leaking implants, breast disfigurement, chronic fatigue, severe depression, ruptured implant.